Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was continued when the issue happened. The procedure was completed by wired footswitch. The philips field service engineer (fse) visited onsite and confirmed wireless footswitch was not working. The wireless footswitch was not connecting with the base station, and the system was continuously rebooting. The cause of the base station failure could not be determined by the supplier's part analysis. To resolve the issue, fse replaced the both the wireless footswitch and the base station. After replacing the wireless footswitch and the base station, the system is returned to good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to sucessfully complete the procedure using the now mandatory back-up wired footswitch.

Event description:
It was reported to philips that the wireless footswitch was not working. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported.philips has started an investigation of this complaint.